Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive occurred. The following information was provided by the initial reporter: "positive result with no amplification. Hazard, injury or erroneous results? Yes. Positive results with no amplification."

Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they had runs with suspected false positives for vibrio on side a while running the extended enteric bacterial panel assay. A bd field service engineer was dispatched to the customer site to retrieve the instrument run database. Quality performed review of the customer instrument database which revealed evidence of reader normalizer signal drift affecting the rox (585) signal. Bd field service has updated software scripts available to the customer in order to resolve this issue. This complaint is confirmed by quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Samples that were received by quality included the instrument run database files. Quality performed analysis of the suspected false positive runs and this revealed evidence of reader normalizer signal drift affecting the rox (585) signal. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Manufacturer narrative:
Pma510k#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive occurred. The following information was provided by the initial reporter: "positive result with no amplification. Hazard, injury or erroneous results? Yes. Positive results with no amplification. "